Event description:
Hospira pca-3 pumps would not read barcode of hospira morphine 1 mg/ml syringes. Multiple pumps and multiple syringes were tried and several of them were not scanning properly. Dates of use: one month in 2007.